Event description:
It was reported that during lap gastric bypass surgery, there were 5 trocars used that leaked during the case. They were separated from where the housing is attached to the cannula. They were able to complete the case with the 5th trocar with no pt consequence.

Manufacturer narrative:
Improper/insufficient weld, fractured clear lens. Instrument b and e: exp date: 12/31/2012; MFR date: 01/31/2008; (fractured clear lens); instrument c: evaluation summary: the analysis results found that the b12lth instrument a was received with the universal reducer cap misassembled; therefore, the seal cap and the seal base are separated and the inner seal assembly out of position; thus leading to the reported leak issue. The energy directors have evidence of not being properly welded during the mfg process. Additionally the lens of the obturator was noted to be cracked. The analysis results found that the instrument b was received with the lens of the obturator cracked. No anomalies were noted during leak functional testing. The analysis results found that the b12lth instrument c was received with the lens of the obturator cracked. No anomalies were noted during the leak test. The analysis results found that the instrument d was received with the universal reducer cap misassembled; therefore, the seal cap and the seal base are separated and the inner seal assembly out of position; thus leading to the reported leak issue. The energy directors have evidence of not being properly welded during the mfg process. Additionally, the lens of the obturator was noted to be cracked. The analysis results found that the instrument e was returned in good visual condition, the instrument was functionally leak tested and failed. A corrective action has been initiated to address leak test failure. Additionally the lens of the obturator was noted to be cracked. We have documented the circumstance as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.